Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the reported complaint. The main circuit board required replacement to address the issue. Device was deemed beyond repair and scrapped per customer's request. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).